Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure, stroke, bleeding, respiratory failure, renal dysfunction, and infection. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. This section also states that right ventricular failure can develop during or shortly pump implantation and outlines associated treatment options. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g1: updated information. Section d1: corrected, section d4, catalog number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a complex postoperative course complicated by right heart failure, requiring insertion of the protek duo. The patient had pulmonary edema at the same time of the protek duo placement requiring further right ventricular support with a right ventricular assist device (rvad) on (B)(6) 2023. The patient had delirium, stroke, mediastinal bleeding requiring take back and washout in the operating room, respiratory insufficiency from pneumonia requiring tracheostomy and continued ventilatory support, acute on chronic kidney disease requiring hemodialysis, gastrointestinal bleeding requiring multiple blood infusions and endoscopic gastrointestinal intervention, and finally bacteremia requiring a prolonged antibiotics course for a clostridioides difficile infection. On (B)(6) 2023, the patient was found to have diffuse duodenal bleeding requiring cauterization on (B)(6) 2023. Throughout the following few days, the patient continued to bleed from the gastrointestinal tract requiring multiple blood product transfusions to maintain hemodynamics. The patient was not considered a candidate for gastrointestinal, interventional radiology, or surgical intervention. After several goals of care discussions decision was made by the family on (B)(6) 2023 to change the patient to do not resuscitate / do not intubate (dnr/dni) status. The patient continued to receive medical management and support as well as blood product transfusions until on (B)(6) 2023. On (B)(6) 2023, the patient's family made the decision to establish comfort care and ultimately withdraw care. Around 1900 on (B)(6) 2023 the left ventricular assist device (lvad) (external cardiac support) was turned off. At 0743, cardiac time of death was declared. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.